Event description:
On (B)(6) 2013, it was reported that the patient's infusion device made a variety of sounds and when the patient looked at the device she saw the screen going back and forth from the hourly basal rate screen to the quick bolus screen. The patient changed the battery and then the device displayed e8 (power interrupt). She was not able to clear the e8 message because the check button would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The check button does not respond. There are particles inside the housing of the check button. The particles isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function. The alarm functions were tested successfully and no deviation to the specification could be observed.